Manufacturer narrative:
Document review. Amistem h femoral stem size 5 std - ref 01.18.135 / lot 103240 (24 stems produced). All parameters were found to be conforming to specifications valid at the time of manufacturing. Eighteen stems belonging to this lot have been already implanted and no incidents have been reported up to now. The surgeon clearly reported that he mae a wrong selection of the implant due to the shape of the femur of the pt and that was not a fault with the components.

Event description:
The stem was loose and came out easily. The pt had a trumpet shape femur and experienced pain: a revision surgery was performed.